Manufacturer narrative:
Product complaint:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for tibia shaft fracture with the nail. The distal tna nail, polymer inlay displacement, and protrusion from the nail tip was confirmed during the surgery. The surgeon proceeded with the surgery as per the procedure manual. The nail was inserted using a reaming rod from a kit. The incident occurred when the nail was temporarily removed to correct it to the indicated position. An attempt was made to repair the displaced polymer inlay, but it was not possible to recover the polymer inlay and gave up using it. A different size nail was selected and opened, and the surgery was completed successfully within 30mins of delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found distal inlay was observed misaligned and marks of manipulation were noted on the tip. In addition fell apart condition was not observed as both inlays were returned into the nail. Tn-advanced tibial nailing system infrapatellar approach surgical technique guide states on page 10 the following precaution: the tibial nail advanced is cannulated and can be inserted over reaming rods with a diameter of up to 3.8 mm at their widest point. Compatible reaming rods will pass through the dedicated hole in the center of the aiming arm. A dimensional inspection and functional test were not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l 330 would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.043.230s, lot number: 51001p1. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 12 feb 2025, manufacturing site: jabil bettlach, expiry date: 01 bet 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.